Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was being treated with continuous renal replacement therapy (crrt) using a prismax machine and athermax blood warmer unit. During treatment, it was reported that the thermax blood warmer unit would not increase temperature to above 36 degrees c. The patient became hypothermic. Treatment was discontinued and the extracorporeal (ec) blood was not returned to the patient. It was reported that the user "tried to hand crank the blood back but the blood pump would not move, the filter would also not let do anything." It was reported that the patient received a unit of blood as a proactive measure. No additional information is available.